Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 47 mg/dl. The user alleged the insulin pump was over delivering insulin due to the customer was assisted with troubleshooting. The customer was treated with a glass of juice and food. Customer did not using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump as well as reservoir will not be returned for analysis.